Event description:
Cup had migrated into the pelvis and stem was protruding out of the lateral cortex of the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.